Event description:
Continuous renal replacement therapy (crrt) prismax alerted "abd fluid detected", prismax would not allow blood return. Session ended without blood return. Pt hemodynamically unchanged. New machine and filter started. No blood, fluid, etc. Noted on filter externally.